Manufacturer narrative:
The device was not returned and could not be investigated. The manufacturing records could not be reviewed as a lot number was not provided by the customer. Based on a follow-up conversation with the physician, the bleeding was perhaps present at the time of ablation owing to multiple needle insertions, but that it may have been masked by hydrodissection. There were no device malfunctions reported. Bleeding/hemorrhage is a known risk associated with the renal cryoablation procedure and is listed in product labeling.

Event description:
A doctor, new to cryoablation, reported that during a standard kidney case (lesion 3 cm), the patient had post procedure bleeding which required embolization on (B)(6). During the procedure, two iceforce needles were used. The physician used ultrasound to place the first of 2 needles without difficulty. Attempts to place the second needle were challenging and required multiple insertions into the kidney. Hydrodissection was employed intra-procedurally as well. In discussions with the physician several days after the procedure, it is suspected that perhaps bleeding was present at the time of ablation owing to multiple needle insertions, but that it may have been masked by hydrodissection. Several days after the cryoablation procedure, the patient required laparoscopy for compartment syndrome related to bleeding. The physician reported during a follow up call that the patient had no further complications. There were no device malfunctions reported.